Event description:
Report received with explanted devices stating that the pt was experiencing a "jolting" feeling on low amplitudes, and that there was a question of a possible lead fracture or electrical leak. It was also noted that the physician had "trimmed both leads" prior to implantation, against the advice of the manufacturer's rep present at implantation. Device analysis is ongoing as of the date of this report.